Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation. It was also reported that due to the subclavian vein being occluded the physician decided to explant and replace the left ventricular (lv) lead. Access to the coronary sinus was also an issue and the rv lead was explanted and replaced. The device was reported to have a ¿capture anomaly¿ and was also explanted and replaced. No further patient complications have been reported as a result of this event.